Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and oversensing associated with the right ventricular lead. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance, high sensing integrity counter (sic), and non-sustained ventricular tachycardia (vt) episodes due to noise. A possible fracture was suspected. The physician attempted to explant the rv lead, however the superior vena cava (svc) coil had become adhered to the vena cava. Therefore the proximal end of the lead was cutand the rv lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo.